Event description:
A customer reported that the instruments were getting stuck in the trocar cannula during a procedure. The procedure was completed. There was no harm to the pt. The surgeon did report the pt experienced a retinal detachment later on but was not related to the surgery. Additional info has been requested but none has been received.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4). This report was mailed to FDA on: 05/01/2014. (B)(4).